Event description:
The customer reported that their device no longer had any voice prompts when the lid was opened. Without voice prompts, the device user would not be able to use the device to deliver defibrillation therapy. The customer indicated that the device had fallen from its wall mounted cabinet but did function after the fall. Later, the device no longer had voice prompts and would not power on. The customer also indicated that the lid latch was missing from the device. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have received a replacement device from their distributor and will be returning their device to the distributor. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be confirmed.